Event description:
It was reported that after deploying the tissue marker and removing the marker from the probe separately, the plastic tip sheared off into the pt's breast. After taking post stereo images, there were two clips in the breast. They used another marker and completed the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.